Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 80% stenosed lesion in the mid left main artery. The device was prepped according to instructions for use (IFU) without any issues noted. No pre-dilatation was performed. Slight resistance was noted while the 2.25x12mm rx multilink mini vision stent delivery system (sds) was advanced. The proximal end of the balloon partially inflated when the sds was inflated to 12-14 atmospheres. No resistance was noted while removing the device from the patient anatomy. No ruptures or leaks were noted after removal of the sds from patient anatomy; however, a leaking shaft was suspected. An unspecified stent delivery system of similar size was used to successfully treat the target lesion. There was no adverse patient effect. There was no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the coronary stent system, mini vision, rx and otw instructions for use states: pre-dilate the lesion with a ptca (percutaneous transluminal coronary angioplasty) catheter. Based on the information reviewed, there is no indication of a product deficiency.